Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.75 x 28 mm promus is being filed under a separate medwatch report. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, pain, and restenosis, as listed in the promus stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, two promus stents (2.75 x 28 mm, 2.75 x 18 mm) were implanted in the proximal left anterior descending artery (lad). The patient was experiencing intermittent chest pain which was getting progressively worse. On (B)(6) 2012, the patient presented to the emergency room with chest pain, shortness of breath and pain radiating to arms. Revascularization was performed on (B)(6) 2012, and the lad was treated with balloon angioplasty and an additional stent. The patient outcome was reported to be resolved. No additional information was provided.